Manufacturer narrative:
(B)(4).

Event description:
Customer was unsure if the blood glucose went as low as 24 mg/dl or 34 mg/dl. Customer also mentioned the high blood glucose was due to bad batch of infusion set and not because of the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels, low blood glucose levels, possible under delivery of insulin, possible over delivery of insulin and no delivery alarm on the insulin pump. Customer's blood glucose level went as low as 34 mg/dl and as high as the 300 mg/dl range. Troubleshooting was performed. Customer treated their high blood glucose via insulin pump and their low blood glucose levels with water. Customer alleged possible over and under delivery of insulin due to unexplained low and high blood glucose levels at different times. Customer performed the displacement test and the insulin pump passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insulin flow blocked alarm/no under or over delivery anomaly noted during testing. (B)(4).